Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2008584) on 06-jul-2020. The most recent information was received on 21-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pains') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("very heavy bleeding during menstruation"), vaginal haemorrhage ("abnormal vaginal bleeding"), endometrial thickening ("notable thickening of the endometrium"), haematochezia ("blood in the stools"), dyspepsia ("digestive disorders"), thyroid disorder ("thyroid disorders"), laryngeal oedema ("edema of vocal cords"), fatigue ("tremendous disabling fatigue"), visual impairment ("vision disorder"), amnesia ("memory loss"), disturbance in attention ("great difficulty concentrating") and aphasia ("aphasia"), 10 months 12 days after insertion of essure. Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, endometrial thickening, haematochezia, dyspepsia, thyroid disorder, laryngeal oedema, fatigue, visual impairment, amnesia, disturbance in attention and aphasia had not resolved. The reporter considered amnesia, aphasia, disturbance in attention, dyspepsia, endometrial thickening, fatigue, haematochezia, laryngeal oedema, menorrhagia, pelvic pain, thyroid disorder, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: clinical condition which has deteriorated for several years following the insertion of the implants. Before incriminating the implants, I had (no results provided): 18 blood tests (1st blood test in (B)(6) 2015). Sleep apnoea test. Thyroid ultrasound. Laryngoscopy. Colonoscopy. Fibroscopy. Ultrasound of all organs. Sinus CT-scan. Allergy tests. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 06-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pains') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("very heavy bleeding during menstruation"), vaginal haemorrhage ("abnormal vaginal bleeding"), endometrial thickening ("notable thickening of the endometrium"), haematochezia ("blood in the stools"), dyspepsia ("digestive disorders"), thyroid disorder ("thyroid disorders"), laryngeal oedema ("edema of vocal cords"), fatigue ("tremendous disabling fatigue"), visual impairment ("vision disorder"), amnesia ("memory loss"), disturbance in attention ("great difficulty concentrating") and aphasia ("aphasia"), 10 months 12 days after insertion of essure. Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, endometrial thickening, haematochezia, dyspepsia, thyroid disorder, laryngeal oedema, fatigue, visual impairment, amnesia, disturbance in attention and aphasia had not resolved. The reporter provided no causality assessment for amnesia, aphasia, disturbance in attention, dyspepsia, endometrial thickening, fatigue, haematochezia, laryngeal oedema, menorrhagia, pelvic pain, thyroid disorder, vaginal haemorrhage and visual impairment with essure. The reporter commented: clinical condition which has deteriorated for several years following the insertion of the implants. Before incriminating the implants, I had (no results provided): 18 blood tests (1st blood test in (B)(6) 2015). Sleep apnoea test. Thyroid ultrasound. Laryngoscopy. Colonoscopy. Fibroscopy. Ultrasound of all organs. Sinus CT-scan. Allergy tests. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.